Event description:
A laparoscopic appendectomy was performed in 2002. The device was used to staple and divide the cecum, a reload was then used to divide the mesentary. The surgeon admits that due to the anatomy, he was not able to verify bleeding from either staple line. The procedure was then ended and the patient was released to the post operations department. The patient was taken back to surgery and a laparoscopic diagnostic procedure was performed. The patient had lost 2100cc of blood due to a staple line leak from the mesentary. The leak was attributed to malformed staples. Clips were applied to stop the bleeding. The patient is in recovery.